Event description:
According to the reporter: ten minutes into the procedure, the scissor's metallic tip fell off inside the pt's cavity. The piece was removed from the cavity without having to do a laparotomy. There was no danger to the pt. There was a delay of 30 mins. Another instrument was used and the same malfunction occurred. Finally, a third instrument was used to complete the procedure without any problems.

Manufacturer narrative:
(B)(4).